Event description:
It was reported that the (lcd) liquid crystal display turns off. No patient injury was reported.

Manufacturer narrative:
A product sample was received for investigation. The physical condition of the pump described as wear and tear damaged enclosure, front cover, tank cover, and line cord. Stained float switch and corroded thermistor. Noisy pump and (pcb) printed circuit board with faulty (lcd) liquid crystal display. Evaluation tests were performed starting with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch which confirmed the reported issue. It is known that the lcd fades after operating for awhile. The original (DHR) device history record is no longer applicable as the device was manufactured in 2015. The results of the investigation do not implicate a service process. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Model # and operator of device are unknown. No product information has been provided to date.